Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to fluid loss from the balloon resulting in recurrence of the patient's incontinence. No additional patient complications were reported.